Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it was determined that e207 was displayed due to a failure of the preliminary lamp. The cause of the failure could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has been returned to olympus for preliminary evaluation, and the reported problem has been confirmed; a flickering spare lamp was found. This investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer contacted olympus to report an error code on their visera elite xenon light source. During the testing and inspection of the returned device, a faulty, flickering spare lamp was found. This MDR is being submitted to capture the reportable malfunction found. No patient or user harm has been reported.